Manufacturer narrative:
The reported event was confirmed as the evaluation revealed that the jaw broke off. The cause remains undetermined, although a probable cause can be attributed to user-applied mechanical forces.

Event description:
It was reported that during a meniscal root repair surgery when they opened the knee scorpion to stitch the stitch in the meniscus, the forceps came off. No part of the device broke off. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a different device. It was not necessary to switch the surgical technique or do a second surgery. Update 03-jan-2022: the device was returned and during inspection it was confirmed that the forceps of the device broke off.